Event description:
Pt underwent posterior cervical laminectomy and wide foramenectomy bilaterally at c5-6 and c6-7 for decompression stenosis, posterior cervical fusion from c4-c7 with infuse bone morphogenetic protein. Local bone from decomppression and icn demineralized bone matrix strips with cortical cancellous allograft chips, c4-c7 bilateral segmental fixation with medtronic titanium vertex morx lateral mass screws and pedicle screws, and intraoperative fluoroscopy for placement of posterior cervical fixation. The drill bit bent as it was being used on the posterior cervical area. Pt complications are unk at this time.